Manufacturer narrative:
The used product was not available because the product was disposed in the healthcare facility. So we reviewed manufacturing records, quality records of lot # ua979z. As a result, no abnormality was found in records.(B)(4) of lot # ua979z was distributed to the medical facilities and no similar event using this lot # was reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th edition." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.

Event description:
Ten minutes after start of dialysis treatment, bp drop (140/90 to 90/40mmhg), palpitation, back pain, dizziness, and chest pain occurred. Chlorpheniramine and hydrocortisone were administrated and patient recovered.